Event description:
Additional information was received that reports the hemolysis was resolved with standard troubleshooting. There was no deficiency or adverse event against any impella devices.

Manufacturer narrative:
B5. Additional event description added. After further information was received, this event was determined not to be a reportable event. H6 codes have been updated to reflect not reportable case.

Event description:
An impella cp device was inserted via the right femoral percutaneous arterial access in a 56-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock. The patient's clinical state prior to initiation of support was not reported. During impella cp support, dark urine was observed, and laboratory evaluation demonstrated an elevated plasma-free hemoglobin level of 70 mg/dl, consistent with hemolysis. At the time of the reported event, imaging to confirm device position was not performed; however, it was reported that the pump was contacting the mitral apparatus. The purge solution initially consisted of dextrose 5 percent in water with heparin at 25 units per milliliter, and was subsequently changed to dextrose 5 percent in water with 25 milliequivalents per liter of sodium bicarbonate. Due to the ongoing hemolysis, the impella cp device was removed. Following device removal, the hemolysis resolved. The patient survived to explant.

Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5: added additional information.

Event description:
The pump is not available for return. The patient did experience hemolysis; however, this corrected with repositioning, and with escalation to an impella 5.5 it resolved. Fluids were administered. The patient did well post-explant and has already been discharged home.